Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Event description:
On (B)(6) 2017 the reporter contacted animas, alleging a site/set/cart (cartridge leak) issue. The reporter stated that the patient had a blood glucose (bg) of 28.8mmol/l with irritability and crankiness. The patient did not receive any treatment above and beyond the usual routine care of diabetes management. Customer support (cs) completed troubleshooting and the reporter stated that the patient smelled insulin after pulling out the cartridge from the compartment but there was no moisture present. This report is being made due to the bg excursion the patient had due to a site/set/cart issue.

Manufacturer narrative:
A visual inspection of the cartridge was performed. No damage or defects were noted. A fill test was performed with no failures observed. A force test was performed with no issues or failures found. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Manufacturer narrative:
Device evaluation: the retained cartridge was evaluated by product analysis on 04/14/2017 with the following findings: evaluation revealed that the retained cartridge passed visual inspection with no damage or defects noted. A fill test was completed with no air bubbles being formed inside the cartridge. A leak test was performed with no failures being observed; no leaks were observed from the luer connection, o-rings, or anywhere else in the cartridge. There was no defect found.